Manufacturer narrative:
Concomitant medical products: (B)(4) stent graft, implanted: (B)(6) 2010, (B)(4) stent graft, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited no telemetry. The device remains in use. No patient complications have been reported as a result of this event.